Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator shut down while in use on a patient. The customer reported patient involvement with no harm to the patient.